Event description:
The patient was implanted with a left ventricular assist device (lvad). Approx 21 days post implant, the vad coordinator reported that the patient bled out from an unk source. The vad coordinator reviewed the system controller history log and noted low speed operation and pulsatility index (pi) events. The system controller will be sent in for eval.

Manufacturer narrative:
The system controller was returned to the MFR for eval. The controller was functionally tested and exercised while connected to the lab equipment. It was determined that the controller was functioning as expected during analysis even while supported independently by either power lead. The log file was reviewed as part of the investigation. And there were atypical events recorded where the pump speed was captured at levels less than the low speed setting. The runtime clock was also reset once which is indicative of power interruption to the controller. These events were accompanied by the expected low speed hazard and low flow hazard alarms. The events contained in the log file were unable to be attributed to the returned controller. A review of the device history records revealed the device met all applicable specifications upon product release. No further info is available. The MFR is closing its file on this event.